Event description:
The consumer reported that the footpad is broken and stuck in an elevated position. This issue could cause the user to have difficulty getting out of the chair and cause them to fall and be injured.